Event description:
A nurse reported that an intraocular lens (iol) had a broken haptic and that an anterior vitrectomy was required. The association between this event and the iol is not known. Additional information has been requested.